Event description:
It was reported this polypectomy snare was used successfully during a polypectomy procedure. The snare was then readvanced and would not close resulting in detachment of the snare loop in the patient. The detached loop was retrieved utilizing another snare which was also used to successfully complete the procedure. There were no patient complications involved. The device has been destroyed by this user facility. Therefore, a failure analysis is not available. Without evaluating the device, co is unable to determine the cause for this event.